Manufacturer narrative:
The evaluation revealed the broken s2 femoral nail, compression to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, dimension or manufacturing related issues were found. The nail was found broken approx. In half. The breakage surfaces and breakage lines indicate that the nail broke initially due to a fatigue fracture most likely at lateral. The main part of the nail (¿ 80%) broke in a forced gliding fracture towards posterior due to a single heavy overload (e.g. Additional trauma). The customer reported that a pseudoarthrosis (nonunion) was detected. The long implantation time of ¿ 15 months confirms this statement (usually femur bones heal within 6 months according to stryker internal literate research. The IFU includes nonunion and additional trauma as adverse effects that can lead to implant failures, like breakages. Because no manufacturer related issues were identified the nail breakage is attributed to the nonunion combined with an additional trauma (patient related). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No nonconformity was identified.

Event description:
It was reported by the risk manager, related that " pseudoarthrosis on breakage of femoral nail. The nail broke on 1/3 distal part.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the risk manager, related that " pseudoarthrosis on breakage of femoral nail. The nail broke on 1/3 distal part.